Event description:
A complaint was received regarding unspecified low glucose readings with the adc device, on (B)(6) 2022. The customer experienced dizziness and a loss of consciousness. Healthcare professional contact was made, and the customer was provided with "pills" for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor kit expiration date is 30-nov-2021. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.